Event description:
The customer reported 3 positive bacterial contamination stem cell products and that have the same family of organism. Per the customer, donors were asymptomatic on day of collection. Products collected reported positive gram negative rods. 2 of them were identified as citrobacter werkmani and third one was identified as citrobacter freundii. This report is being filed for one of the three lots: idl kit- 2208013130 acda-22bc3009b patient information is not available at this time. The collection set is not available for return for evaluation.

Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. A disposable complaint history search was performed for this lot and found no other reports for similar issues reported on this lot. A literature review was conducted for the organism identified by the customer. Per literature review, the genus citrobacter consists of gram-negative, facultative anaerobic, motile bacilli that appear as rods or coccobacilli at 0.3-1 ¿m in diameter and 0.6-6 ¿m long with growth on citrate medium. These bacilli are commonly found in water, soil, food and the intestinal tracts of animals and humans. Although the citrobacter genus comprises 13 species, c. Freundii and c. Koseri mainly cause infections in humans. (Arens et al., 1997)(hirai et al., 2016) citrobacteria have been associated with a variety of infectious diseases including but not limited to hospital-acquired bacteremias, endocarditis, urinary tract infections, blood stream infections, intra-abdominal sepsis, brain abscesses, and pneumonia and other neonatal infections such as meningitis, neonatal sepsis, joint infection or general bacteremia urinary tract infections and neonatal meningitis. (Pathogen safety data sheets: infectious substances ¿ citrobacter spp. - canada.ca, n.d.) Citrobacteria can cause healthcare-associated infections, especially in pediatric and immunocompromised patients. The age of affected patients, the large proportion of mixed cultures, and the predisposing factors which were often present (e.g. Intubation, mechanical ventilation, indwelling catheters, invasive procedures, serious compromising diseases) suggest that citrobacteria, like several other species of enterobacteriaceae, are important opportunistic microorganisms contributing to colonization or infection. (Arens et al., 1997). Citrobacter may be spread by direct contact with hospital staff members, mother to child transmission or through ingestion of environmental sources (fecal-oral route) but person-to-person transmission is more prevalent. (Pathogen safety data sheets: infectious substances ¿ citrobacter spp. - canada.ca, n.d.)(doran, 1999) there are 0.2-micron filters on both the acda and saline lines so the likelihood of introducing bacteria through these two routes are unlikely. A batch document review of acda lots provided by the customer identified no other related complaints, no allegations of potential contamination and all lots manufactured passed all in-house quality testing and went through the steam sterilization process. The phenomenon of bacterial contamination in blood products, especially platelets, is known to occur. With current technologies, given the nature of microorganisms on human skin and the mechanical act of piercing the skin coupled with the fact that platelets must be incubated at room temperature it is not possible to eliminate this phenomenon from occurring. The devices terumo bct manufactures in lakewood / littleton, co, vietnam, costa rica and harmac to collect, separate and store blood products are terminally sterilized to an sal of < 1.0 x 10-6. Additionally, a sterility assurance system has been designed and employed to ensure this sal will be achieved for every product manufactured. Therefore, it may be concluded bacterial contamination observed in collected blood products from terumo bct devices is most likely due to the inherit hazard of collecting blood as it relates to bacterial contamination. Investigation is in process. A follow up report will be provided. Arens, s., verhaegen, j., & verbist, l. (1997). Differentiation and susceptibility of citrobacter isolates from patients in a university hospital. Clinical microbiology and infection, 3(1), 53¿57. Https://doi.org/10.1111/j.1469-0691.1997.tb00251.x doran, t. I. (1999). The role of citrobacter in clinical disease of children: review. Clinical infectious diseases, 28(2), 384¿394. Https://doi.org/10.1086/515106 hirai, j., uechi, k., hagihara, m., sakanashi, d., kinjo, t., haranaga, s., & fujita, j. (2016). Bacteremia due to citrobacter braakii: a case report and literature review. Journal of infection and chemotherapy, 22(12), 819¿821. Https://doi.org/10.1016/j.jiac.2016.07.003 pathogen safety data sheets: infectious substances ¿ citrobacter spp. - canada.ca. (N.d.). Retrieved april 13, 2023, from https://www.canada.ca/en/public-health/services/laboratory-biosafety-biosecurity/pathogen-safety-data-sheets-risk-assessment/citrobacter.html.

Event description:
The customer reported 3 positive bacterial contamination stem cell products and that have the same family of organism. Per the customer, donors were asymptomatic on day of collection. Products collected reported positive gram negative rods. 2 of them were identified as citrobacter werkmani and third one was identified as citrobacter freundii. This report is being filed for one of the three lots: idl kit- 2208013130 acda-22bc3009b patient information is not available at this time. The collection set is not available for return for evaluation.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.10. Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Investigation is in process. A follow up report will be provided.

Event description:
The customer reported 3 positive bacterial contamination stem cell products and that have the same family of organism. Per the customer, donors were asymptomatic on day of collection. Products collected reported positive gram negative rods. 2 of them were identified as citrobacter werkmani and third one was identified as citrobacter freundii. Donor unit (B)(6) the customer confirmed that the disposable set was discarded, the product was not transfused. Positive test results came back before the collected product was used. There was not a transfusion recipient or patient involved at the time of the testing, therefore no patient information is reasonably known at the time of the event. This report is being filed for one of the three lots: idl kit- 2208013130 acda-22bc3009b the collection set is not available for return for evaluation.

Manufacturer narrative:
This report is being filed to provide additional information in b.5, h.6 and h.10 and corrected information in a.1, b.3, d2.b and b.5. Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. A disposable complaint history search was performed for this lot and found no other reports for similar issues reported on this lot. A literature review was conducted for the organism identified by the customer. Per literature review, the genus citrobacter consists of gram-negative, facultative anaerobic, motile bacilli that appear as rods or coccobacilli at 0.3-1 m in diameter and 0.6-6 m long with growth on citrate medium. These bacilli are commonly found in water, soil, food and the intestinal tracts of animals and humans. Although the citrobacter genus comprises 13 species, c. Freundii and c. Koseri mainly cause infections in humans. (Arens et al., 1997)(hirai et al., 2016) citrobacteria have been associated with a variety of infectious diseases including but not limited to hospital-acquired bacteremias, endocarditis, urinary tract infections, blood stream infections, intra-abdominal sepsis, brain abscesses, and pneumonia and other neonatal infections such as meningitis, neonatal sepsis, joint infection or general bacteremia urinary tract infections and neonatal meningitis. (Pathogen safety data sheets: infectious substances ¿ citrobacter spp. - canada.ca, n.d.) Citrobacteria can cause healthcare-associated infections, especially in pediatric and immunocompromised patients. The age of affected patients, the large proportion of mixed cultures, and the predisposing factors which were often present (e.g. Intubation, mechanical ventilation, indwelling catheters, invasive procedures, serious compromising diseases) suggest that citrobacteria, like several other species of enterobacteriaceae, are important opportunistic microorganisms contributing to colonization or infection. (Arens et al., 1997). Citrobacter may be spread by direct contact with hospital staff members, mother to child transmission or through ingestion of environmental sources (fecal-oral route) but person-to-person transmission is more prevalent. (Pathogen safety data sheets: infectious substances ¿ citrobacter spp. - canada.ca, n.d.)(doran, 1999) there are 0.2-micron filters on both the acda and saline lines so the likelihood of introducing bacteria through these two routes are unlikely. A batch document review of acda lots provided by the customer identified no other related complaints, no allegations of potential contamination and all lots manufactured passed all in-house quality testing and went through the steam sterilization process. The phenomenon of bacterial contamination in blood products, especially platelets, is known to occur. With current technologies, given the nature of microorganisms on human skin and the mechanical act of piercing the skin coupled with the fact that platelets must be incubated at room temperature it is not possible to eliminate this phenomenon from occurring. The devices terumo bct manufactures in (B)(6) to collect, separate and store blood products are terminally sterilized to an sal of < 1.0 x 10-6. Additionally, a sterility assurance system has been designed and employed to ensure this sal will be achieved for every product manufactured. Therefore, it may be concluded bacterial contamination observed in collected blood products from terumo bct devices is most likely due to the inherit hazard of collecting blood as it relates to bacterial contamination. Root cause: a root cause assessment was performed for the microbial contamination. Based on the available information a definitive root cause could not be determined but it is likely due to one or a combination of the possible causes listed below: * inadequate post-processing laboratory practices such as qc sampling or handling techniques. * complications associated with prolonged use of catheter access. * patients' underlying disease diagnosis (immunocompromised host) and/or the species was endogenous and originated from the patient. Arens, s., verhaegen, j., & verbist, l. (1997). Differentiation and susceptibility of citrobacter isolates from patients in a university hospital. Clinical microbiology and infection, 3(1), 53¿57. Https://doi.org/10.1111/j.1469-0691.1997.tb00251.x doran, t. I. (1999). The role of citrobacter in clinical disease of children: review. Clinical infectious diseases, 28(2), 384¿394. Https://doi.org/10.1086/515106 hirai, j., uechi, k., hagihara, m., sakanashi, d., kinjo, t., haranaga, s., & fujita, j. (2016). Bacteremia due to citrobacter braakii: a case report and literature review. Journal of infection and chemotherapy, 22(12), 819¿821. Https://doi.org/10.1016/j.jiac.2016.07.003 pathogen safety data sheets: infectious substances ¿ citrobacter spp. - canada.ca. (N.d.). Retrieved april 13, 2023, from https://www.canada.ca/en/public-health/services/laboratory-biosafety-biosecurity/pathogen-safety-data-sheets-risk-assessment/citrobacter.html.

Manufacturer narrative:
Investigation is in process. A follow up report will be provided.

Event description:
The customer reported 3 positive bacterial contamination stem cell products and that have the same family of organism. Per the customer, donors were asymptomatic on day of collection. Products collected reported positive gram negative rods. 2 of them were identified as citrobacter werkmani and third one was identified as citrobacter freundii. This report is being filed for one of the three lots: idl kit- 2208013130 acda-22bc3009b. Patient information is not available at this time. The collection set is not available for return for evaluation.